Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately calcified lesion in the mildly tortuous superficial femoral artery (sfa). The 6.0x150 mm absolute pro stent failed to cross the lesion although the procedure was performed through the contra-lateral approach. When attempting to remove the stent delivery system (sds), resistance was met and the entire system including the sheath came out. Wire access was not lost and another, same size absolute pro stent delivery system was used to complete the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Event description:
Return device analysis identified that the distal end of the sheath was separated. Follow up with the account reported that the separation likely occurred during autoclave (sterilization for return); however, this could not be confirmed. The jacket was also kinked and separated; however, the account was not aware of this separation. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported difficulties were unable to be confirmed due to the condition of the returned unit. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints. The investigation determined that the reported difficulties were likely due to case circumstances. The failure to advance was likely due to interaction with the anatomy. Additionally, it is likely that the damage noted to the distal sheath and stent occurred during removal resulting in the reported difficulty removing. . Follow up with the account reported that the separation likely occurred during autoclave (sterilization for return); however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.